Event description:
It was reported that there was no capture and high threshold. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Corrected adverse event. Evaluation summary: (B)(4) no anomalies found; the full lead was returned for analysis. The outer insulation was breached cut and blood was observed in/on the helix mechanism. Apparent explant damage.